Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 2 infusion sets tape not sticking event on 29-jun-2024. The patient's infusion set came off the body and the patient was taken to the intensive care unit on (B)(6) 2024 around 4-5 pm with high blood glucose level of 800 mg/dl. The duration of hospital was 3 days and reported feeling sick unwell, tired and increased thirst due to diabetic ketoacidosis and was treated with intravenous insulin drip for high blood glucose. No further information available